Event description:
It was originally reported that the patient experienced a rash all over her body which started (B)(6) 2012. It was just like red man syndrome: blisters, red, itchy, swollen. She had red man syndrome in the past from a reaction and was not sure if this time it was related to the device or not. She was at home in fair condition. The health care provider confirmed that the event was probably attributed to an antibiotic rash. On (B)(6) 2012, a medral dose pack was prescribed and the patient got better.

Manufacturer narrative:
Lead: model 3093-28, lot# v866630, implanted: 2012 (B)(6), explanted; programmer: model 3037, serial# (B)(4). (B)(4).